Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (forza f5, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(4)conclusion: (B)(4)was unable to duplicate complaint. Unit did not overheat for 2 technicians. (B)(4) did not return handpiece to nsk for the manufacturer's evaluation.

Event description:
The following information is from (B)(6) to nakanishi inc (nsk), regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: during filling on #19, dental assistant noticed a white patch on patient's tongue. This was a burn from the head of the attachment. Burn was approximately 1cm in diameter. Patient was instructed to rinse with salt water, use anbesol at home for pain. Doctor followed up by phone 2 days later and everything is ok. No further treatment for the burn was needed. No scarring per doctor. (B)(6) complaint review: (B)(4)- no other complaints for this serial number. The unit was purchased (B)(6) 2012, so was about 19 months old at the time of the complaint. (B)(6)investigation: repair history - there were 2 prior repair records found for this serial number. In (B)(6) 2013 for overheating - unit was found to be loud and vibrated - repaired and returned to the customer. In (B)(6) 2014 for bur stuck in chuck - gearset bearings were found to be worn, removed bur and replaced gearset to repair and returned to the customer. The returned unit was evaluated by the repair department. The technician tested the handpiece, but the unit did not heat up. A second technician also checked the unit and the unit did not heat up. The water flow as good, but the chuck failed the tension check. The gear set and gasket were replaced and the unit was returned to the customer. Unable to duplicate complaint.

Manufacturer narrative:
On (B)(4) 2016, nakanishi heard from the distributor that no additional information regarding patient was available.